Event description:
A medtronic representative reported that during a transsphenoidal procedure, the surgeon alleged a 2-4mm inaccuracy after going sterile. The surgeon tried to realign the accuracy check points and was unsuccessful. The surgeon chose to complete the procedure with the use of navigation. There was no negative impact on the patient.

Manufacturer narrative:
Software investigation completed. Findings are that as the inaccuracy occurred after going sterile the inaccuracy is contributed to the fact that the frame-to-patient relationship changed, which made the registration invalid. Software is functioning as designed.